Event description:
A report was rec'd that alleges that the tracheostomy tube was in situ for unreported amount of time when the tube developed a kink that inhibited the flow of oxygen. Paramedics were summoned who transported that pt to the hospital. The tracheostomy tube was removed and replaced.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.